Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient implanted for non-malignant pain and chronic low back pain reported poor communication on the patient programmer (pp). They were not able to communicate with the implantable neurostimulator recharger (insr). The patient was redirected to their healthcare provider (hcp) to have a manufacturer representative (rep) troubleshoot. This had occurred over a month ago. The pp and insr wouldn't connect. Troubleshooting was not possible due to lack of access to the product, but it was reviewed that a potential overdischarge may have led to therapy being off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.